Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative was on-site to test the equipment. Gain calibrations was performed with no resolution. Troubleshooting revealed one of the 2 screws that hold the collar around the collimator window had become dislodged and was resting against the beam window. The screw was removed, and returned to its proper location. The collimator was reassembled, gain calibrations performed, and the artifact was eliminated. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. Part not returned

Event description:
Medtronic received information regarding an imaging device. It was reported that while repairing issues in an unrelated case, an artifact was discovered in the bottom right hand corner of the screen. The artifact was visible in the lower right portion of the displayed fluro images and also observable in 3d images. No patient was present.